Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an alarm "cannot start the pump with air in line prime tubing." The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D3: correction. D9: 18-nov-2024. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to pass the air detector test. The downstream occlusion (dso) seal was delaminated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, updated software, performed dso/upstream occlusion (uso) calibration, and the pump passed all functional tests and performed as intended after repair.